Event description:
It was reported the asymptomatic patient presented for a routine follow-up where the patient¿s device reflected non-sustained right ventricular oversensing of post-paced t-waves on the ventricular lead. Programming changes were made.